Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, high ventricular rate episodes due to noise were noted on the right ventricular (rv) lead. Lead damage was suspected. The patient was dependent. The noise caused pacing inhibition for approximately 3 seconds. Programming changes were made. The patient was stable and will continue to be monitored.